Event description:
It was reported that the patient had an infection. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were disposed of by the facility. Additional information was received that the location of the infection was at the incision site. It was mentioned that the infection was not device related.

Event description:
It was reported that the patient had an infection. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were disposed of by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7080740/7079668.